Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was dead because it hadn't been charged for a month. It was reported that the ins hadn't been charged because the controller was lost. The patient reported that they have a return of pain symptom while the ins is been dead. A replacement device that include a controller and li battery was requested to be sent to the patient.